Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they had received an insulin flow blocked alarm. The alarm occurred when they were delivering a bolus. They reported that they were able to disconnect from the quick release and reconnect, which resolved the insulin flow blocked issue. The customer¿s blood glucose level was unknown. The product will not be returned for analysis.